Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) was 414 mg/dl and an insulin pen was used to address the bg level. The customer changed the pump supplies. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.